Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9736226, version #: 1.3.2. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the site had issues with registration. During accuracy verification an error was sometimes 1cm. It was reported that 2 patients had already experienced cerebrospinal fluid leaks. The site gathered too many points during registration and instead of reset tracer, they choose to gather more points. It was also reported that "the health care professional (hcp) draws in the forehead but the line comes down on the nose". It suggest that either the patients orientation was not set up properly or that the patient tracker was upside-down. A previous issue was observed and it was found that the site was using scans that were not made according to protocol. They were too thick (3mm) and this might have also influence accuracy issues. Both navigation and imaging were aborted causing less than an hour delay to the case.

Manufacturer narrative:
H3: software analysis determined that the provided information was insufficient to determine whether a software anomaly contributed to the reported behavior. It was suspected the patient orientation or reference frame position might have contributed to the issue. However, the patient archives were not available to confirm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.